Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they experienced pain near the icm implant site. It was further reported by the patient that they experienced device rejection. The icm was removed. No further patient complications have been reported as a result of this event.